Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump has been losing time. The patient is reportedly using a house clock to compare it to. The pump has reportedly lost 9 minutes since the last battery change with correction. The pump reportedly lost 3 minutes during the last 10 minutes of evaluation. This has reportedly been occurring for months. This report is being made based on the allegation that the pump is not keeping time properly.

Manufacturer narrative:
(B)(4): evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The complaint regarding time loss could not be adequately investigated due to the time and date reset issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.